Event description:
It was reported that the brand new mi z handle acet reamer seized right out of the box. No case involved; therefore, there was no patient involvement. Upon functional evaluation, it was found that the device is non functional due to the fracture of one of the parts in the reamer shaft.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A functional evaluation was not performed due to damage to the device. The device is non functional due to the fracture of one of the parts in the reamer shaft. Some potential probable causes for this event could include damage in transit or storage. A supplemental MDR will be sent with the complete results of investigation. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H6: medical device problem code ( mechanical jam). Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A functional evaluation was performed and shows the device is non functional due to the fracture of one of the parts in the reamer shaft. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Per product specifications the po was reviewed and the manufacturing process was completed, no product was reported to have fractured components. According to the inspection procedure, a final inspection includes verifying the shaft. However, visual inspection and functional evaluation confirms the reported failure. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Damage during transport or mishandling could be probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.